Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damage was found on the catheter of the device. Microscopic inspection confirmed the balloon was torn longitudinally. The reported event of balloon burst was confirmed as the longitudinal tear could have been interpreted by the customer as a burst. It is possible that interaction with scope and other devices during procedure could create friction on the balloon, leading to the investigation finding of balloon torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used in the lower esophagus during an esophageal stenosis dilation procedure performed on (B)(6) 2021. During the procedure, the balloon burst at 6 atm. The procedure was completed with another cre pro gi dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used in the lower esophagus during an esophageal stenosis dilation procedure performed on (B)(6) 2021. During the procedure, the balloon burst at 6 atm. The procedure was completed with another cre pro gi dilatation balloon. There were no patient complications reported as a result of this event.